Event description:
Additional information received reports the patient called back again discussing her premature battery depletion and her sciatica. Caller states before she had the device no one told her that she couldn¿t have MRI, go diving, use heating pad, have diathermy, or microwave ablation.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0nnbg, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was experiencing poor bladder sensation and pain in their legs and arms. The battery depletion was normal and the device had not been explanted or replaced. The patient&#38112;device was set in cycling mode. The patient recovered without permanent impairment.

Event description:
It was reported that an implantable neurostimulator (ins) had premature battery depletion. The patient wanted to know how many more inss she would need before they started to work for her. The ins was turned off at the time of the report. The patient was told that the ins would last 5-10 years and she thought the ins was faulty. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #3004209178-2014-16784 and #3004209178-2014-16992 for information regarding battery depletion of the patient¿s previous devices.